Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is genuine stress incontinence, uterine prolapse, cystocele, rectocele, enterocele and gaping introitus. Under anesthesia type: general endotracheal procedure (s) performed were excision of rectal mass, exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy, enterocele repair, urethrolysis, abdominal sacral colpopexy using gynemesh, abdominal paravaginal repair, cystoscopy, rectocele repair, perineoplasty, and suburethral sling using mesh. Complications occurred in 2006 are exposure of mesh of suburethral sling placed one year ago, with abscess draining in the area. Underwent excision of mesh (foreign body) from vagina for exposure of mesh of suburethral sling placed one year ago, with abscess draining in the area. Following mesh revision patient had mesh exposure, mesh infection and chronic abdominal cellulitis in 2006 and 2007 and underwent the second mesh revision surgery for mesh exposure, mesh infection and chronic abdominal cellulitis under general endotracheal anesthesia and third mesh revision surgery in 2007: underwent exploratory laparotomy, lysis of adhesions, explantation of mesh, and irrigation of wound for recurrent cellulitis under general endotracheal anesthesia.